Manufacturer narrative:
The investigation is currently ongoing and conclusions will be sent in a follow up report. (B)(4).

Event description:
The customer reported a stitching problem, which can potentially lead to a misdiagnosis.